Manufacturer narrative:
This reported event has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a nonreportable event.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a radial glidesheath slender sheath dilator was kinked while inserting into the hemostatic valve. This event occurred pre-treatment and there was not any patient contact.